Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 350 mg/dl. During troubleshooting the insulin pump was able to rewind without incident. However, there was a motor position encoder error identified in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents measurement, self-test, rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify motion sensor test failed alarm or perform the unexpected restart error, occlusion and no delivery test due to motor error alarm. The insulin pump had cracked case at display window corner, battery tube threads, belt clip slot and minor scratched display window.